Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. A review of the available information, including complaint details and device evaluation findings, was conducted. The evaluation did not identify any device malfunction or failure. As no reportable malfunction or adverse event attributable to the device was confirmed, this event does not meet the criteria for MDR reportability. This submission is being closed as a duplicate record with no associated reportable malfunction. Please disregard any reports associated with file mrn 3012307300-2026-00730.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
(B)(6) was opened regarding a pump kit, cadd-solis, mdl 2110, v4.2, ce english 1/ea with ln 21-2111-0402-51 and sn (B)(6). It was reported that when the pump was turned on, it continuously beeped and displayed a red screen with error code 41786. The software version is unknown because this is a brand-new pump and it is being powered on for the first time. The event occurred during testing. There was no patient involvement and no patient harm.